Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient (B)(6) was experiencing ineffective stimulation coverage post-operative on (B)(6) 2016. In turn, the physician decided to undertake surgical intervention on (B)(6) 2016, where the patient's lead was repositioned. The patient reported effective stimulation coverage post-operative.